Manufacturer narrative:
The customer did not return the defective device for evaluation; however, the device log files were provided for review. We were unable to confirm the reported malfunction during the log file review. The reported alarm occurs when the expiratory flow is less than 5l for greater than 5.5 seconds and is indicative of the pressure monitoring line being kinked or blocked. These alarms do not necessarily indicate a device malfunction and are more indicative of user settings not being proper for the patient and/or the device/patient connection or setup is compromised and needs to be addressed.

Event description:
The customer reported that occlusion alarm occurred during patient use. No harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.